Event description:
It was reported that during a lithotripsy procedure, the fiber broke at the fiber body and burned the drape but not the patient. There was no injury to the user or anyone else in the room. The procedure was successfully completed using another fiber without patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that during a lithotripsy procedure, the fiber broke at the fiber body and burned the drape but not the patient. There was no injury to the user or anyone else in the room. The procedure was successfully completed using another fiber without patient complications.